Event description:
Patient reported "sunk in knot at the bottom where the incisions are", "calcification on the margins" confirmed via mammogram and exchange of textured device due to patient's concern with product. Later patient stated: "they turned hard", gets tired easily, this side breast is smaller, they feel uncomfortable, implant high in chest, and shortness of breath". Patient stated they will have a capsulectomy and the doctor will test the tissue for alcl. Healthcare professional later reported "swelling, pain and tightness". Healthcare professional later reported "symptomatic capsular contracture (baker grade IV) with associated fluid collection" and "significant symptoms including pain, tightness, asymmetry". This record is for the left side. Device remains was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.